Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "it has stopped working after a short time of use and doubts the quality". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's statement "suddenly did not work" can be confirmed. To analyze the cause, the specified optics were connected to the imaging unit, but the start screen did not appear and there was no imaging function. Further investigation revealed a defect/damage to the connection cable, which caused the optics to fail. The damage to the connection cable is not due to manufacturing / production defect but was most likely caused during clinical use / reprocessing. The corresponding reprocessing instruction ri ticam1 rubina 0° opal1 nir/icg 4k 3d 26606aca_en_v46.2_02-2023_ri_ce states in chapter 9 visual inspection the following: "1. Remove the protection cap from the connector. - check products for the following points: - visible soiling, - damage and corrosion, - completeness, - dryness. Subject any products displaying visible soiling to another complete cleaning and disinfectionprocess. Discard damaged and corroded medical devices. Discard incomplete medical devices or replace missing parts. Dry the product by hand if necessary." Furthermore, in chapter 10.1 functional check: "if the device does not fulfill one of the points listed below or if damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: check the surface of the product for mechanical integrity and changes. Check the labeling for legibility. Check the product for mechanical integrity. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. Check the mobility of all mobile components, if necessary, once the components have been assembled in the case of products that can be dismantled. Check whether the end positions of the application part are reached. Check if the image is transmitted. Check whether light is transmitted and whether the surface of the light input and light output is dirty or damaged. Check and inspect the product annually." The event is filed under internal karl storz complaint ID: (B)(4).